Event description:
A coronary stent with delivery system was successfully deployed at the target lesion site in the pt's right coronary artery. Subsequently, a dissection of the vessel wall near the distal portion of the stent was noted. A perfusion balloon was inserted to maintain vessel patency and the pt was sent for emergency coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.